Event description:
It was reported that during pt care 4 or 5 attempts to reset and size down the pt in order for the system to work were made. No adverse event reported.

Manufacturer narrative:
Reported complaint of "unable to reset and size down the pt" was not verified. Autopulse was tested with a test manikin for more than 20 minutes, and was tested with lrtf (large resuscitation test fixture) for 5 minutes without any problem. No adverse event reported.